Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Additionally, it was reported that cartridge alarms occurred intermittently during insulin delivery. Reportedly the customer was not filling the cartridge correctly. Tandem technical support informed the customer of the proper load technique. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.